Event description:
It was reported, pt complained of pain, x-ray taken and lag screw seemed to have backed out a cm. At time of revision surgeon noticed the implant had broken and implanted another gamma nail.